Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown titanium elastic nails. Part#, lot# and UDI # is not available. Implanted, explanted date: unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown titanium elastic nails. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: makki, d. Et al. (2017), elastic stable intramedullary nailing in paediatric forearm fractures: the rate of open reduction and complications. Journal of pediatric orthopaedics b. Volume 26, pages 412-416., united kingdom. The aim of this study was to evaluate the rate of open reduction and complications of elastic stable intramedullary nailing (esin) in treating unstable diaphyseal forearm fractures in children. Between october 2013 through february 2015, the study was conducted on 102 paediatric patients with a mean age of 9 years (range: 7¿14 years) who underwent esin of unstable closed forearm fractures at three different centres. There were 78 males and 24 females. Of the 102 patients, 79 had fractures of both the radius and the ulna and 23 had a fracture of one forearm bone (13 of the radius and 10 of the ulna). All patients were implanted with an unknown synthes titanium elastic nail (ten). Six patients had refractures following nail removal. Implants were routinely removed within 6-12 months once clinical and radiological union was evident. All procedures were performed under general anesthesia. Follow-up was conducted with a minimum of 12 months postoperatively. Complications were reported as follows: five patients had superficial wound infection. Seven patients had neuropraxia of the sensory radial nerve. All resolved spontaneously within 3 months of the surgery. This report is for unknown quantity of unknown titanium elastic nails. This is report 1 of 1 for (B)(4).